Event description:
The customer stated that a patient sample generated a false positive architect troponin result of 3.659 ng/ml. Multiple patient samples drawn had exhibited mostly the same result (no data provided). The physician questioned the result. Ck mb testing was negative and bnp was slightly elevated. No results were provided for those assays. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i2000sr, (B)(4) to architect stat troponin-I, (B)(4). MDR number 1415939-2012-02098 has been submitted and all further information will be documented under that MDR number.